Manufacturer narrative:
As reported, during the procedure, the 5f mynx control vascular closure device (vcd) was inserted, but the balloon ruptured when the device was pulled back. Hemostasis was achieved by manual compression and lasted 15 minutes. There was no reported patient injury. The patient recovered after the mynx event. The device was used in patient. The device was stored as per labeling and opened in sterile filed. The mynx vcd was used in tace (transarterial chemoembolization). The procedure used a retrograde approach. The deployer was mynx trained. A non -cordis 5f sheath introducer was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The stick location was at the femoral head. There was no presence of pvd / calcium in the vicinity of the puncture site. The mynx vcd was prepped according to IFU instructions. The balloon lost pressure during patient use. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The balloon lost pressure after being pulled to the arteriotomy. The device was purged of air during prep. There was no scar tissue present in the vicinity of the puncture site. There was excessive tension applied to the device (as indicated in the tension indicator). The patient was not hospitalized and hospitalization was not extended as a result of the event. The product was not returned for analysis. A product history record (phr) review of lot f1925501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported as ¿balloon loss of pressure-in patient¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as the excessive tension used, may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, ¿discard the device if the balloon does not maintain pressure¿. Neither the phr review nor the information available for review suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
During the procedure, the 5f mynx control vascular closure device (vcd) was inserted, but the balloon ruptured when the device was pulled back. Hemostasis was achieved by manual compression and lasted 15 minutes. There was no reported patient injury. The patient recovered after the mynx event. The device was used in patient. The device was stored as per labeling and opened in sterile filed. The mynx vcd was used in tace (transarterial chemoembolization). The procedure used a retrograde approach. The deployer was mynx trained. A non -cordis 5f sheath introducer was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The stick location was at the femoral head. There was no presence of pvd / calcium in the vicinity of the puncture site. The mynx vcd was prepped according to IFU instructions. The balloon lost pressure during patient use. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The balloon lost pressure after being pulled to the arteriotomy. The device was purged of air during prep. There was no scar tissue present in the vicinity of the puncture site. There was excessive tension applied to the device (as indicated in the tension indicator). The patient was not hospitalized and hospitalization was not extended as a result of the event. The device is not expected to be returned for evaluation.